Manufacturer narrative:
This follow-up report is being filed to relay that the previous report submitted on jun 29, 2020 was submitted erroneously under the wrong manufacturing report number. This event is currently being submitted under 0001822565-2020-03534.

Event description:
This follow-up report is being filed to relay that the previous report submitted on jun 29, 2020 was submitted erroneously under the wrong manufacturing report number. This event is currently being submitted under 0001822565-2020-03534.

Manufacturer narrative:
(B)(4). Concomitant devices - unknown persona partial knee tibial component catalog #: ni lot #: ni, unknown persona partial knee femoral component catalog #: ni lot #: ni. Foreign report source: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the devices remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2020-02537. 0001825034-2020-02538.

Event description:
It is reported that the patient is alleging poor alignment between the tibial and femoral prostheses approximately six (6) weeks following a left medial partial knee arthroplasty. Attempts have been made and no additional information is available at this time.